Event description:
This report was made by the surestep user's daughter. She said the meter was giving the er1 message and that they had been unable to get a reading. She related the correct procedure for use of the test strips and had checked the confirmation dot, and said "it was around 200 or 240." When a home nurse visited, the daughter said "she tested [mother's] blood and got a 240 I think." She said that they were still worried and wanted the meter replaced.